Manufacturer narrative:
Evaluation: access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease, and/or calcification) should be compatible with vascular access techniques and delivery system of the profile of 16 french to 20 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Cook recommends that the zenith aaa endovascular graft component diameters be selected as described in the tables of our instructions for use. The length of the zenith aaa endovascular graft should extend from the lowest renal artery to just above the internal iliac (hypogastric) artery bifurcation. All lengths and diameters of the devices necessary to complete the procedure should be available to the physician, especially when pre-operative case planning procedure should be available to the physician, especially when pre-operative case planning measurements (treatment diameters/lengths) are not certain. This approach allows for greater intraoperative flexibility to achieve optimal procedural outcomes. The risks and benefits described in section 6, summary of clinical studies should be carefully considered for each patient before use of the zenith aaa endovascular graft. Additional considerations for patient selection include but are not limited to: patient's age and life expectancy, co-morbidities, patient's suitability for an open surgical repair, patient's anatomical suitability for endovascular repair, the risk of aneurysm rupture compared to the risk of treatment with the zenith aaa endovascular graft, ability to tolerate general, regional or local anesthesia, iliofemoral access vessel size and morphology should be compatible with vascular access techniques and accessories of the delivery profile of 16 french to 20 french vascular introducer sheaths, non-aneurysmal infrarenal aortic segment proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter, freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. The customer returned a cd of the procedure. An internal clinical review indicated that the patient's anatomy was outside of cook's instruction's for use recommendations.

Event description:
On 08-27-2007, a cook representative came into contact with some films from 2004. The patient had aaa repair. The films show that the left iliac limb is disconnected, thrombosed, and in a horizontal position. However, there is no sign of an endoleak. There is also high grade stenosis of the left renal artery. Procedural notes state that the patient has a horseshoe shaped kidney and multiple renal arteries and was aware of potential parenchymal loss. No other information is available at this time.